Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to broken wires on the ECG c and d cable. The root cause for the broken wires could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that a patient was receiving adjust belt and check therapy pad messages.